Event description:
Philips received a complaint on the efficia dfm100 defibrillator monitor indicating ECG equipment malfunctions. The device was not in clinical use at the time the issue was discovered. There was no reported patient impact/injury. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Fse onsite checked and confirmed the processor pca and ECG board parts of the device were defective. 453564489071, dfm100 assy processor and 453564489131, dfm100 measurement module ECG were replaced to solve the issue. The device was delivered to the user in working condition. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that device is giving ECG equipment failure. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.